Event description:
It was reported that a surgical blood administration sets tubing separated from the pump/pressure chamber. The reported condition was identified before use; there was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The exact occurrence date is unknown. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a review of all batch record documents was performed with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. The sample was not returned for evaluation; therefore, a device analysis could not be performed. If additional relevant information becomes available, a follow up report will be submitted.